Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro trigger stayed forward (got stuck) and continued to cauterize. The unit was pulled out of the patient's leg. The harvester had to forcibly push it back to turn off. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning. On (B) (6) 2010, maquet cardiovascular followed up with the reporter, who stated that although the vh-3000 "continued to cauterize" there were no patient effects. The problem was noticed immediately, the unit was removed, and the patient was not affected.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A visual inspection revealed that the hot jaw was slightly charred. A supplemental report will be submitted when the investigation is completed. (B) (4)